Manufacturer narrative:
The device was received not deployed. A rotational sensor error and drive stall were reported in the device data. The device was reset and delivered a 5-unit bolus. A rotational sensor error was present in the reset data but no drive stalls. The device deployed during the reset run. Though the drive stall in the original data resulted in the ratchet gear not rotating enough to deploy the needle mechanism during the priming sequences, the exact cause of the rotational sensor error and drive stall could not be determined.

Manufacturer narrative:
The device has been returned/received to date. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.